Manufacturer narrative:
Initial.

Event description:
It was reported that the user experienced a severe high blood glucose event, described as high sugar, and checked urine ketones at home with a highest result of trace. Symptoms included hyperglycemia and elevated ketones consistent with concern for diabetic ketoacidosis. Outcomes included classification as a serious illness or impairment. Investigation included communication and interviews and analysis of information provided by the user or a third party. Investigation of this case revealed no findings available, with insufficient information regarding a specific device problem or component. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.